Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). Result of investigation: the carefusion failure analysis technician investigated the suspected component received from the customer. The technician noted that the gas delivery engine (gde) was returned without an electro static discharge bag protecting the printed computer boards (pcbs). They visually inspected the gde and tested the component. The technician observed that the o2 switch was broken off. The technician was able to duplicate and isolate the reported problem to the broken o2 switch. He disassembled the gde to remove the broken o2 switch, have sent it to factory service for repair, and it will be returned to the customer.

Event description:
The customer reported while using the avea ventilator, it alarmed and made a loud pop and the sound of rushing air. The customer stated this issue occurred during patient use. The customer stated a new vent was placed on the patient. No patient harm reported.